Manufacturer narrative:
Internal complaint reference: (B)(4). H10: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned in any original packaging. The suture capture is fractured. The broken half was returned in a specimen bottle. The suture passer has no signs of fracture. Bio debris is present. A functional evaluation showed pulling the deployment lever closes the jaw and deploys the suture passer as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include: excessive force, tissue thickness or damage or debris on the device tip between passes. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair on the right knee, using a firstpass mini with a left curve, when trying to pass an ultraloop suture through the posterior root, surgeon had an issue passing the suture. It turned out the trap of the firstpass mini, had broken off. Surgeon was able to retrieve the missing piece with a grasper. The procedure was successfully completed without surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case- (B)(4).